Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 419 mg/dl. The customer changed her site and gave herself manual shots of insulin to bring her blood glucose level down. The customer was thirsty and her belly would hurt. The displacement and self-test passed. The device was not returned.